Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Patient reported right side "leaking", "gradually getting smaller", and "discomfort". Patient later reported "rupture". Device remains implanted.